Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have the main tube broken. No material was found missing. Hairline cracks were found on the grip input shafts.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument broke in half. The procedure was completed. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that there were no fragments that fell into the patient.